Manufacturer narrative:
Device evaluation: one sample received for investigation. Visual inspection of device the components were tightly connected and did not come off easily. The connection could be removed, but the connecter of the actual epidural needle had cracks. The sample was connected, but no obvious anomalies were identified. Review of manufacturing records, relevant to the lot reported, found no discrepancies or anomalies. For all enquiries or follow-up questions related to the record, do not use (B)(6). Located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
Month and year of event have been provided, day is unknown. Expiration date and manufacture date are unavailable based on the reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the epidural needle was unable to be disconnected from the loss-of-resistance syringe. No patient injury reported. It was reported that no additional information is available for this event.